Event description:
It was reported that the user dropped the ilet pump at work, after which the display showed blackout areas and became unresponsive despite an intact outer lens, and a replacement device was shipped. Symptoms included no reported injury or adverse health effects. Outcomes included no change in clinical status and the user¿s continued ability to monitor glucose using a continuous glucose monitor (cgm) app or receiver. Customer care provided support that included a review of complaint details and preparation for device return evaluation. Investigation of this case revealed a damaged display consistent with physical impact. It was concluded that the event was due to accidental damage and not a device malfunction or manufacturing defect.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.